Event description:
It was reported that a competitor's lens was damaged in the cartridge. Pt injury is unk.

Manufacturer narrative:
Evaluation - lot order search. Results - lot order searches were performed on both the cartridge and ftp, and there were no similar complaints found.